Event description:
Customer reported needle detached after injection. Customer had an x-ray to locate the needle.

Manufacturer narrative:
Product has been received and is under investigation. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.